Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres for 10 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.